Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device hadn't been working for the last 5 years. The patient did not provide any additional information but noted that it was implanted in 2005. No symptoms were reported. No further complications were reported or anticipated.